Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, creases, red particles material was found on the shell, and missing shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified a broken striated edge and wear abrasion. Based on the device analysis, the final assessment was a broken striated edge in the side anterior due to surgical damage, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side ruptured implant. Device has been explanted.